Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 45 mg/dl. The customer was using insulin pump system within 48 hours. Customer was treated with food and glucose tablets. The customer declined to troubleshooting for the low blood glucose incident. Customer did not report any symptoms as a result of low blood glucose. Customer stated the insulin was squirting out. Customer was not using the auto mode feature at the time of event. The insulin pump will not be returned for analysis.